Manufacturer narrative:
Product complaint # ==>(B)(4). Additional information was requested, and the following was obtained: ¿ the initial lot provided, tb2211, is not valid. Please confirm that the lot number of the product involved is tb2211. Unk ¿ please confirm that no product is available to be returned for evaluation: yes ¿ are there any photos available? No this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information d4. Lot

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initial lot provided, tb2211, is not valid. Please confirm that the lot number of the product involved is tb2211. Please confirm that no product is available to be returned for evaluation. Are there any photos available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to an unknown procedure on an unknown date the hospital warehouse staff found the absorbable hemostat first barcode number after (01) for outer package was ¿2¿, but the first barcode number after (01) for inner package was¿1¿, they are different. No product issue or patient consequence was found. Additional information was requested